Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there was a tear in the hose near the muffler below the hose ring and the hose muffler housing which is approximately half an inch long and a smaller tear approximately one sixteenth of an inch. It was determined that this damage was consistent with the damage caused by the assembly tool during manufacturing. This issue has been escalated to CAPA. It was further determined that functional assessment resulted in a low power reading and the vanes were worn out and the cylinder was covered in debris due to normal use and servicing over time. It was further determined that the lock cylinder and pawl release were damaged due to the device being power broken due to failure to follow the directions for use and running the device in the safe or load position, which is misuse abuse and or use error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during sterile processing, it was observed that the motor device hose had a tear. During in-house engineering evaluation, it was observed that the device was power broken. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.